Event description:
It was reported that sparks were seen at the pocket site when the pt was at their healthcare provider's office. The lead impedance measurements read greater than 4,000 ohms on all connections. Further info is being requested from the hcp.